Manufacturer narrative:
(B)(4).

Event description:
It was reported that after replacing the circuit and turning the ventilator back on, the screen froze. There is no reported patient harm associated with this event.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The ventilator display froze at the 6 picture screen. The issue was isolated to the single board computer (sbc) printed circuit board (pcb). The reported malfunction was duplicated. The customer was informed that the sbc pcb needs to be replaced and there is no estimated customer approval or device repair time. If and when it¿s approved and repaired, a supplemental report will be sent.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.